Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Oct 23, 2017: litigation alleges pain and metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously reported. Pfs alleges no new information. After review of medical records for reportability, patient was revised due to failed left total hip arthroplasty secondary to metallosis. Operative notes reported of large amount of purulent fluid, septic caseous material was found in sequestered bone area and stem was found with some osteolysis. It was reported that there was metallosis on the trunnion and metal shell that found to be extensive. It was indicated that there was a lytic lesion in the proximal femur.

Event description:
Update ad 12 apr 2018 pfs, ppf, and medical records received. Pfs and ppf alleges pain, injury, metallosis, elevated metal ions, and metal wear. After review of medical records, the patient was revised to address failed total arthroplasty secondary to metallosis. Revision notes reported septic caseous material and area of sequestered bone, osteolysis found on the stem, metallosis on the trunnion and the metal shell. There were no laboratory results provided for the alleged elevated metal ions. Doi: (B)(6) 2011; dor: (B)(6) 2016; left hip.